Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel. Oversensing of the noise resulted in delivery of inappropriate therapy. The device was reprogrammed to turn tachy therapy off. No further adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating that no obvious fracture was noted upon lead inspection.